Manufacturer narrative:
The product is not available for analysis. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Concomitant devices include sheen man inflation device, runthrough guide wire, brite tip guide catheter, lacrosse balloon catheter, quantum maverick balloon catheter, tazuna balloon catheter, terumo short sheath, and cypher select + stent. Additional information will be submitted within 30 days from receipt. The stent was implanted at the dislodged point in the artery. The physician applied excessive force when he pushed the stent delivery system (sds) to the target lesion. There was no patient injury. Dissection was not confirmed. The physician worried injury might have occurred at the calcified portion because the sds pushed to the target lesion. So the dislodged stent was implanted at the calcified portion. No further information was available.

Manufacturer narrative:
During a percutaneous coronary intervention (pci), a physician experienced tracking difficulty inserting a cypher stent and the stent dislodged. The dislodged stent was implanted in a non-target vessel segment and the target lesion was treated successfully with another stent. The target lesion was located in the mid rca and distal rca. The lesion was described as de novo, 90% stenosed, with moderate calcification. The reference vessel was moderately tortuous. Pre-dilation was done and intravascular ultrasound was performed. A 2.75x23mm cypher select + stent was being delivered to the target lesion; however, the stent became caught on the vessel at the proximal right coronary artery (rca) due to calcification and flexion. The reporter indicated that the physician applied excessive force when he pushed the stent delivery system (sds) to the target lesion. When the physician pulled the cypher select + stent back, the stent dislodged on the runthrough guide wire at the proximal rca. The guide wire crossed distally to the target lesion; therefore, a non-cordis balloon catheter was delivered inside the dislodged first cypher select + stent. The stent was safely implanted in the calcified vessel of the proximal rca and post-dilation was conducted. A second cypher select + stent (size unknown) was implanted at the mid and distal rca by mother and child method using a 4f brite tip guide catheter, overlapping the first cypher select + stent. The physician did not indicate any anomalies prior to use. The physician commented that the dislodged cypher select + stent was implanted in the proximal rca because there was a possibility of minor vessel damage; however, no dissection occurred. The sds was not returned for analysis. The stent remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The instructions for use (IFU) indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information available for review, there are possible vessel characteristics (calcification and tortuosity) and procedural factors (use of excessive force) that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
When the cypher select + stent was delivered to the target lesion, the stent became caught on the vessel at the proximal right coronary artery (rca) due to calcification and flexion. When the physician pulled the first cypher select + stent back, the stent dislodged on the runthrough guide wire at the proximal rca. The target lesion was located in the mid rca and distal rca. The lesion was described as de novo, 90% stenosed, with moderate calcification. The reference vessel was moderately tortuous. Femoral approach was chosen. Pre-dilation was done and intravascular ultrasound was performed. The first 2.75x23mm cypher select + was delivered to the target lesion; however, the stent became caught on the vessel at the proximal right coronary artery due to calcification and flexion. When the physician pulled the first cypher select + stent back, the stent dislodged on the runthrough guide wire at the proximal rca. The guide wire crossed distally to the target lesion; therefore, a non-cordis balloon catheter was delivered inside the dislodged first cypher select + stent. The stent was safely implanted in the calcified vessel of the proximal rca and post-dilation was conducted. A second cypher select + stent (size unknown) was implanted at the mid and distal rca by mother and child method using a 4f brite tip guide catheter, overlapping the first cypher select + stent. The stent delivery system (sds) will not be returned for analysis because it was discarded at the hospital. The physician did not indicate any anomalies prior to use. Physician's comment: the dislodged first cypher select + stent was implanted in the proximal rca because there was a possibility of minor vessel damage; however, no dissection occurred. Additional information was received stating the residual stenosis was unknown. The stent was not placed in an actively moving segment of the artery. The dislodged stent did not migrate.